Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-12102. It was reported the patient experienced paralysis after the system was implanted. As a result, the leads were explanted. The patient was getting better post-operatively.

Manufacturer narrative:
Additional information received revealed the correct update which is reported in this report.

Event description:
Additional information received indicates that the ipg and part of the leads were left implanted during the explant procedure on (B)(6) 2019. As a result, the patient underwent another surgical intervention on (B)(6) 2019 to explant the remaining components of the system with no complication.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.